Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they noticed within the last three months when they removed the catheter that the silver ion sleeve had little bubbles on it. The customer could not definitively confirm a serious injury, infection, nor any medical intervention.